Event description:
In 2009, the pt reported that for the past 2 weeks, his blood glucose has been more elevated than his normal range of 80-120 mg/dl. He stated his readings do not decrease when he boluses insulin. He said if his reading is 225 mg/dl and he boluses, his reading will still be above 200 mg/dl 5 or 6 hours later, he said he has no symptoms. He changes his infusion headset (competitor product) every 3 days and the tubing when he refills his cartridge. He uses room temperature insulin to fill his infusion device cartridge. He confirmed his device time, date, basal rate, bolus history, and total insulin amount were accurate. Troubleshooting did not find any product issues. He stated he has consulted with his doctor regarding basal rate adjustments, but none have been recommended. One week later, the pt stated his blood glucose has returned to his normal range. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.